Event description:
Patient reported left side rupture and pain. Healthcare professional confirmed events. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture and pain. Healthcare professional confirmed events. Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, g2.

Event description:
Patient reported left side rupture and pain. Healthcare professional confirmed events. Patient undergone capsulectomy. Device has been explanted.